Event description:
It was reported that during a gastric bypass, the device cut, but did not staple. Surgeon pulled another device to complete procedure without consequence. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument arrived in good visual condition. The breakaway washer was present and cut and there were no staples present. The device was reloaded with staples and fired. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. No visual damages were found in the instrument.